Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended bolus of insulin. The customer reported that they did not program the bolus that was delivered. No adverse event has occurred due to over delivery of insulin.